Event description:
This report cites two incidents of leaking infusion sets during chemotherapy (5fu) treatment. Each incident is associated with a single device catalog number. The two devices were from a single lot number. The incidents were reported to the MFR by a single distributor. There is no report of pt injury.